Manufacturer narrative:
Device evaluation: one synovator blade, boxed4.5 ep-1 device was returned for evaluation of the reported complaint mode, ¿shedding/flaking." The returned blade was evaluated for dimensional conformance and found to conform to design tolerance. The inner and outer blades were evaluated for runout and the outer blade was found to be significantly bent. The customer reports that the blade had jammed during use in a partial meniscectomy procedure. The most likely cause of the failure may be due to aggressive resection of material which caused the edge form to flex and make contact with the outer blade, causing excessive lateral load. A review of the device history records did not identify any issues with the manufacture of this lot. There were no internal processing issues, which could have contributed to the nature of the complaint. (B)(4).

Event description:
During partial meniscectomy utilizing a synovator blade, boxed4.5 ep-1, it was reported that the shaver expelled metal debris that attached to the surrounding tissue. The blade seized during the procedure prior to the surgeon seeing the metal debris. Although most of the particles were removed with flushing; some remained in the intra-articular space. Another synovator blade was used to complete the case. There were no reports of patient injuries or complications.